Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple failed supply changes with the ilet system, going through several cartridges and insets before success; the user later clarified they had overfilled cartridges causing the rubber stopper to dislodge and had pulled in the wrong direction during inset insertion, bending the needle, and replacements were arranged. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included customer communication and documentation of usage details and collection of lot numbers. Investigation of this case revealed user handling issues consistent with overfilling cartridges and incorrect infusion set deployment, with provided lot numbers for the involved cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.